Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital due to difficulty breathing. The cause of death was carbon dioxide in the lungs, the customer stopped breathing, and their heart stopped. The caller stated that the customer had asemia, congestive heart failure, and being overweight that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer's blood glucose was low the first three days of hospitalization, and then was high. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was a competitor's sensor at the time of the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had a high one week prior to being admitted and was on a ventilator for over a year. It is unknown if the caller will return the insulin pump for analysis.